Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called. Caller reports patient received his replacement rtm. Caller reports patient continues to see checking the recharger or unable to find device message whenever the recharger telemetry module (rtm) is connected to the controller. Caller reports the controller is able to connect to the implant without issue without the rtm attached. Caller reports the pins on the controller and rtm are intact ins 90% controller 80%. A replacement controller was sent out.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their implantable neurostimulator (ins) would not charge. Pt said on (B)(6) 2026 they received a replacement controller. Pt said now the controller won't do anything when they pressed the button down. Pt said the controller and the paddle was not working. Pt said the issue started in the last 3 to 4 days. Pt said their wife also had the same stimulator and they had tested the paddle and it also doesn't work. Patient also said their wife might need a new battery because it was taking over an hour to charge the ins. Agent reviewed their wife battery was still okay because if the battery was faulty, they won't be able to charge their implant. During the call, agent walked the patient through hard rest of the controller. Agent asked, and patient confirmed no damaged on the battery compartment pins. Pt plugged the controller from the wall with out the battery pack and the patient confirmed the controller screen power up. Pt put in the battery pack, and the pt confirmed they saw a green light blinking. Patient mentioned they got no device found message. Agent had the pt clean the controller port, and check the pins for damage and no damaged was reported. Agent had the pt clean the recharger pin and check the wire for damage, and no damaged was reported. Agent had the pt start the ins charging session, however they were getting stuck on checking the recharger screen. Agent had the patient disconnect the recharger, and blow on the controller port but when they retry they could not get passed the checking the recharger screen. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient called back to report they had called earlier and they had done some troubleshooting steps and found out the recharger needs to be replaced. Pt said they cannot access their therapy screen because they were getting a no device found message and they were thinking there might be an issue with the controller. Agent reviewed, they were getting no device found message because their implant (ins) battery was depleted and they won't be able to access the therapy screen until they charge their ins. Pt will wait for the replacement recharger and will call back if need further assistance. Patient (pt) called back and repeated previously documented information. Pt stated that they already received the replacement recharger and they were able to charge their ins up to 80%. However, when they plugged the controller into the ac power supply to charge it up, a no device found message continued to display on the screen. Agent instructed pt to place the controller directly over their ins and ensure they were not covering the top part of the controller, then had them press try again; pt confirmed that a no device found message continued to display. During the call, pt attempted to charge the ins and they reported being stuck in checking the recharger screen. Agent had pt unplug the recharger, clean the connections and re-plug but pt was still stuck in the same screen and they mentioned that a no device found message continues to display even when the recharger was connected. Pt denied any recent fall or trauma and any changes in weight. Patient's wife took over the call and stated that the issue needs to be resolved, as the patient depends on their scs device. Caller also mentioned that they have the same device and expressed concern, stating they do not know what they would do without it. The pt was redirected to their healthcare provider (hcp) and manufacturer representative (rep) to further address the issue. Caller mentioned that they will be seeing their hcp tomorrow and that they would call their rep to schedule an appointment. Agent experienced difficulty in understanding the caller but made every effort to document all pertinent information.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.